Event description:
Same case as MDR # 2134265-2011-03527. It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending. The physician advanced a 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 7atms and ruptured. The device was successfully removed and the physician advanced a different 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 12atms and ruptured. The device was successfully removed and the procedure was completed with a non-bsc balloon catheter and two unspecified stents were deployed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: an initial visual examination of the balloon material identified no tears in the balloon. However, when an attempt was made to inflate liquid into the balloon, a pinhole leak was identified. The leak was located at approximately 0.5mm distal to center markerband. A microscopic examination of the markerband and balloon material could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending. The physician advanced a 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 7atms and ruptured. The device was successfully removed and the physician advanced a different 15mm x 1.5mm maverick 2 balloon catheter to the target lesion. The balloon reached 12atms and ruptured. The device was successfully removed and the procedure was completed with a non-bsc balloon catheter and two unspecified stents were deployed. No patient complications were reported and the patient's status is stable.